Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, a sparc sling was implanted. Between (B)(6) 2009-(B)(6) 2011, the patient was symptomatic of "continous drainage from sinus tract." The right side of the sling was "removed." By report,the patient is a frequent hot tub user and the treating infectious disease, doctor questions if the infection may have been from the hot tub. The right side of the sling was cultured on removal and was positive for (B)(6). The patient has begun "leaking again" and would like another sling device implanted. Her treating physician is "not comfortable doing that."